Event description:
The customer reported that while sealing on the greater omentum during a gastrectomy, sealing could not be completed. The site reported hearing an end tone, indicating a completed seal cycle. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.